Manufacturer narrative:
The manufacturer's service representative performed an on-site investigation. The collimator control board was replaced and the x-ray tube was adjusted. The system was tested and operates as intended.

Event description:
The customer reported poor image quality on the 7700 system. No patient injury was reported.